Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, mobility. Implant was too small in diameter. A larger/wider implant placed successfully.